Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? No are there any other product discrepancies that may indicate that another product code was received (e.g. Needle color, suture type)? [Ans: no] are there photos available for visual analysis? [Ans: the product has been collected and available] the following information was requested, but unavailable: was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, h3 investigation summary the product was returned to ethicon for evaluation. One needle suture piece and one empty winding former outside the overwrap packet were received for analysis. Product code w975. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. However, it was noted that the needle has incorrect finish and the tip of the needle was not completely formed. This condition cause that needle appears to be more longer. No issuer related to product mix / incorrect component were found. Based on the information currently available, a missing point and incorrect finish was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch tcbdul, xcw975 and no non-conformances were identified. As part of the manufacturing record for the finished good batch tcbdul ¿ no nonconformances or events were identified that could have contributed to the condition reported. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle was found tapered at the tip. When compared to the package it found that it¿s longer than the pre set length. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6. Type of investigation. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.